Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the nozzle of the gastrointestinal videoscope was corroded. Based on the results of the investigation, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the nozzle of the gastrointestinal videoscope was corroded. There was no patient involvement.